Event description:
It was reported to boston scientific that during a bronchoscopy procedure, the excelon transbronchial aspiration needle was bending into a "j"shape when being advanced. The case was successfully completed with this device. The patient is "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is indetermined.